Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that the system is not alarming in the care group. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The customer (biomed) report a bed to bed overview popup window not opening on bedside monitors connected to piic ix software (sw) rev c.03.06 computers in nicu department. The remote service engineer remotely accessed the customer site primary server and connected to piic ix computer slchix51sur1 via ultravnc. The rse recommended rebooting the alarm reflections service master computer. Biomed confirmed that bed to bed overview popup window now displayed on bedside monitor in nicu department. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The device was operational after rebooting was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.